Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j11148r09, implanted: (B)(6) 2002, product type: catheter; product ID 8709, lot# j11148r09, implanted: (B)(6) 2002, product type: catheter. (B)(4). Analysis of the catheter found.

Event description:
Device was returned, with no information.